Manufacturer narrative:
(B)(4). Load not recalled and suspected positive bi.

Manufacturer narrative:
Manufacturer date: 006/28/2014. Method: no product was returned. Asp investigation summary: the investigation included a review of the device history record, trending of the product malfunction codes and lot number, failure mode and effects analysis, and health hazard evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2013 through september 2014. The risk is categorized into "broadly acceptable." Trending analysis for the product code of ''load not recalled" was reviewed from august 2013 through september 2014. The risk is categorized into "broadly acceptable." Trending analysis by lot number was reviewed from 06/28/2014 to 08/27/2014. There were seven other incidents reported for this lot in this time frame. It was determined that this issue was not required to be escaleated at this time; however, this issue will continue to be tracked an trended. The fmea was reviewed and indicates that the rpn is at an acceptable level for the alleged functional issue with the bi. The hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. Thirty-two (32) retains bis were subject to functional evaluation. All thirty-two bis met specification as no growth was observed after incubation. Also, no damage or leakage was observed with the retains. The likely cause of the issue could not be verified as retains for this lot met functional specifications. The DHR review did not reveal any anomalies that would contribute to a positive result. An issue with sterrad® sterilizer performance is also unlikely since the ci disc changed appropriately, and the customer indicated that the subsequent bi was negative for growth. The suspect bi was not available for return; therefore, it was unable to be evaluated for signs of user error that would contribute to a positive result. Consequently, insufficient information is available to determine the most probable cause of the positive bi result. The severity of the suspected positive bi was defined as ¿negligible.¿ the customer was advised to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s) and to thereafter repeat the test with a second sterrad® cyclesure® 24. No further action is required at this time, however, the issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The nine subsequent bi results were negative and there were no associated cancelled cycles. The load included 3 stryker camera cords, coupler set and 2 large batteries. All items were released and used on patients before the results were confirmed. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.